Event description:
Device malfunction: mislocation clip. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after device removal, it was noticed that the clip was caught in the locator wings on the distal end of the device. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.